Event description:
It was reported that the physician's (B) (4) handheld computer was freezing on the "interrogation successful" screen each time it was used. This is a known event to occur with the (B) (4) computers.